Manufacturer narrative:
UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with roche diagnostics cobas elecsys anti-tpo on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in an anti-tpo value of 87.4 iu/ml, which repeated as 14.1 iu/ml. The 14.1 iu/ml value was reported outside of the laboratory. The second patient sample initially resulted in an anti-tpo value of 40.2 iu/ml on (B)(6) 2021 and repeated as 9 iu/ml. The 9 iu/ml value was reported outside of the laboratory. The anti-tpo reagent lot number was 513579. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer cleaned all flow paths and replaced components, including probes, nozzles, tubing, the degasser tank, seals, and a measuring cell. Calibrations were reset and a blank cell calibration was performed. Calibration and controls were measured. The investigation could not identify a product problem. The cause of the event could not be determined.